Event description:
Customer reported receiving an error alarm on their insulin pump. Blood glucose level was 175 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. Unable to confirm the alarms. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.